Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were seeing a message on their controller that said 'batteries low, replace the controller batteries soon' and then 'recharging needs attention, unlock and check status' a couple times over the last month ortwo, which had been terminating their recharging sessions of the ins randomly. Patient mentioned they had a similar issue maybe 2 weeks ago and had to reset the controller by removing and reinserting li battery pack. Patient inspected recharger cord/plug and controller port/battery compartment, but did not see any damage. Patient confirmed the controller had been charging to 100% from ac power without issue. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Patient mentioned they were so happy to have their stimulator and the newer leads because they were able to get an MRI recently and it helps their chronic pain. Additional information was received from the rep that they don't recall being made aware of this event. Pt called back in and reported their issues had persisted. Pt stated the controller would not increment after 20 minute of recharging. Pt stated they had a message showing them that they needed to reconnect the recharger. Pt stated the controller would freeze on looking for a device. During the call pt attempted to recharge the implant but the message controller low replace the batteries soon appeared. Agent sent a request to repair to replace the controller. Pt called back to check on the status of their shipment. Reviewed it got delivered yesterday. Provided tracking #. Patient called back and repeated previously documented information. Patient confirmed receiving the replacement controller this morning, was going through the prompts on the controller and did not know what numbers to enter on the numbers screen. Agent walked patient through pairing the controller to their implant. Controller showed 90% and implant 30% recharging with excellent quality. The troubleshooting steps taken on call resolved the issue. Patient mentioned they wish there was better instructions for the numbers screen and the select your device screen. Patient commented fedex was unreliable and mentioned they found their package somewhere in the yard in the mud. Patient mentioned they would want signature required upon delivery for future packages. Patient called and reported with their replacement equipment, they kept getting stuck at 'checking recharger' screen when trying to charge the ins. Patient was nervous because their ins was down to 40%. Agent successfully had patient reset the controller with ac power and clean the connections of controller port and recharger plug. Patient plugged recharger in to begin charging ins; reported the progressed to regular batteries screen and saw excellent charge quality. Patient mentioned they had to remove another stimulator from their body in order to use the ins recharging equipment, and said otherwise the connection wouldn't be good. Agent reviewed information with patient and closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating pt mentioned they did not call perhaps the patient representative has called.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.